Manufacturer narrative:
Added date of implant.

Manufacturer narrative:
This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code [1994] was reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2011 through (B)(6) 2011 and not all records received in this time span are relevant to the unknown gore device. Patient information: medical history: obesity; 186 lbs.; bmi 38.87; gastroesophageal reflux disease [gerd]; ;type ii diabetes mellitus; asthma. Prior surgical procedures: 2008: umbilical hernia repair x 2, cholecystectomy. Tubal ligation [unknown date]. (B)(6) 2015: robotic assisted laparoscopy. Total abdominal hysterectomy, bilateral salpingo-oophorectomy, lysis of adhesions. Implant preoperative complaints: [none provided]. Implant procedure: [none provided] [implant: unknown; alleged ¿gore-tex¿ mesh.]. Implant date: (B)(6) 2008. Details regarding the implantation of the alleged gore device, including operative reports were not provided. Explant preoperative complaints: (B)(6) 2011: CT abdomen/pelvis: ¿post ventral wall hernia repair status with a mesh in situ. Diastasis of the rectus muscles with recurrent herniation and outpouching of the mesh in the ventral wall. Herniation of omental fat and a portion of small bowel loops. No evidence of bowel obstruction. No fluid collections or inflammatory changes within the ventral wall or in the peritoneal cavity. Some small bowel adhesions to the overlying mesh. A small ventral wall hernia containing fat along the superior aspect of the mesh.¿ (B)(6) 2011: ¿the patient is a 41-year-old white female who underwent several surgeries through infraumbilical incisions. In 2007, she had laparoscopic cholecystectomy; in 2008, incisional hernia repair using gore-tex mesh. The patient presented with worsening of her abdominal pain. Physical exam showed some bulging in old infraumbilical scar, but cat scan was more impressive. It demonstrated lateral recurrence. Excision of this mesh was necessary, and it was explained to the patient.¿ explant procedure: old ¿gore-tex¿ mesh excision. Laparoscopic recurrent ventral hernia repair with underlay intraperitoneal sepramesh. Explant date: (B)(6) 2011. ¿a transverse incision was created through old scar which was approximately 2 inches in length. Dissection continued through scar, subcu [subcutaneous] fat, and recurrent hernia was entered. It was approximately 6 cm in diameter. Dissection through lateral edge of the hernia allowed us to identify the edge of gore-tex mesh. The underlying omentum was dissected from the gore-tex. With gentle retraction on the gore-tex, it was dissected from abdominal wall including protack tacks. We were able to extract 15 x 20 cm mildly contracted gore-tex mesh through infraumbilical incision. Size of fascial defect was 6 x 4 cm. Bard sepramesh was placed into the abdomen with self-expansion device. Fascia was closed in a transverse direction with figure-of-eight #1 surgipro stitches. Prior to final closure, the long trocar was placed through this port, and insufflation of co2 was initiated. Under guidance of laparoscopy, two 5-mm ports were placed in the left abdomen and one in the right abdomen. We used atraumatic graspers and bovie electrocautery to dissect round ligament from abdominal wall. Upon dissection, we found three more hernias, two 1 x 1 cm size and one big one was approximately 4 x 3 cm, contained preperitoneal fat. It was completely dissected from this fascial defect. Dissection continued superiorly to the level of xiphoid process. Mesh was pulled up, was lying nicely against the abdominal wall. Absorbatack was then used to secure mesh around the perimeter with 1-cm interval. Mesh was covering nicely the hernia closure site below umbilicus and the supraumbilical epigastric fascial defect. Insufflation of co2 was stopped. The 5-mm ports were removed. The wound was irrigated and closed with interrupted 3-0 vicryl stitches to dermis and running 4-0 vicryl stitches in subcuticular manner. All skin incisions were closed in 1-layer fashion with 4-0 vicryl stitches to the subcuticular layer. Dermabond was placed on top of all 4 incision sites.¿ relevant medical information: (B)(6) 2011: pathology: ¿mesh, removal: synthetic material with chronic inflammation and giant cell reaction, consistent with surgical mesh.¿ ¿the specimen is received in only on properly labeled container with the patient¿s name and accession number. A. The specimen is designated ¿removed mesh¿ and consists of one portion of pink-yellow rubbery mesh that measures 15.0 x 12.0 x 0.3 cm.¿ (B)(6) 2011: ¿pt [patient] here on friday rash on her lower body, pt received steroids and diflucan for yeast infection on chest. Pt. Was dehydrated. Presents to clinic 2 weeks following laparoscopic hernia repair and old gore-tex mesh excision. Incision: healing well, no drainage, no erythema, no hernia, no seroma, no swelling, no dehiscence, incision well approximated.¿ conclusions: the alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes only. It should be noted that the gore-tex® soft tissue patch biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added patient weight. Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: missing records: records for ¿umbilical hernia repair x2¿, cholecystectomy and tubal ligation were not provided.] [Missing records: records for operative report/implant were not provided.] Product identification records for the alleged gore device were not provided. 09/08/11: osu wexner medical center. Andrei v. Manilchuk, md. Office visit. Cc: preop exam. Dx: abdominal pain, unspecified ventral hernia without mention of obstruction or gangrene. Wt 186 lbs, bmi 38.87. Pmh: gerd. Psh: lap cholecystectomy 2008, tubal ligation, umbilical hernia repair x2. Plan: schedule surgery. CT abdomen/pelvis. 09/08/11: osu wexner medical center. Arpit nagar, mbbs. Radiology - CT abdomen/pelvis. History: abdominal pain, h/o hernia repair. Findings: gastrointestinal/mesentery: stomach is distended with oral contrast and is grossly unremarkable. The small bowel loops are nonobstructed. Post ventral wall hernia repair status is identified with the mesh in the ventral wall. There is diastases of the rectus muscles with a recurrent herniation in the midline ventral wall, which appears broad-based. The fascial defect measures up to 6.8 cm in maximum width. There is herniation of the omental fat and a portion of the small bowel loops into the ventral wall. There are some adhesions of the small bowel loops to the overlying mesh. There is no evidence of bowel obstruction. No intra-peritoneal fluid collections are seen. There is no fluid collection within the ventral wall or in the mesh. Moderate amount of stool is noted in the colonic loops with no gross colonic abnormalities. Fecal residue in the colon limits detailed evaluation. The appendix is within normal limits. Other: midline ventral wall mesh repair status is identified. There is a supraumbilical ventral wall hernia containing fat along the superior aspect of the mesh on image 36. Recurrent herniation is noted through the mesh with diastasis of the rectus muscles as described above. Impression: post ventral wall hernia repair status with a mesh in situ. Diastasis of the rectus muscles with recurrent herniation and outpouching of the mesh in the ventral wall. Herniation of omental fat and a portion of small bowel loops. No evidence of bowel obstruction. No fluid collections or inflammatory changes within the ventral wall or in the peritoneal cavity. Some small bowel adhesions to the overlying mesh. A small ventral wall hernia containing fat along the superior aspect of the mesh. Postcholecystectomy status. Multiple hepatic hypodensities are likely benign and may represent small cysts or hemangiomas. Hypodensities within the uterine one fundus may represent small fibroids. 09/30/11: osu wexner medical center. Andrei v. Manilchuk, md. Operative report. Pre/postop diagnosis: recurrent ventral incisional hernia. Operation: old gore-tex mesh excision. Laparoscopic recurrent ventral hernia repair with underlay intraperitoneal sepramesh. Complications: none. Disposition: stable to the pacu. Indications and consent: the patient is a 41-year-old white female who underwent several surgeries through infraumbilical incisions. In 2007, she had laparoscopic cholecystectomy; in 2008, incisional hernia repair using gore-tex mesh. The patient presented with worsening of her abdominal pain. Physical exam showed some bulging in old infraumbilical scar, but cat scan was more impressive. It demonstrated lateral recurrence. Excision of this mesh was necessary, and it was explained to the patient. Will attempt to do a laparoscopic hernia repair. Possible complications including recurrence were discussed. Consent was obtained. Procedure: ¿the patient was taken to the operating room, placed on the table in supine position. General endotracheal anesthesia was achieved without complications. Foley catheter was placed. The patient was given antibiotics for surgical site infection prophylaxis. Time-out was called in. A transverse incision was created through old scar which was approximately 2 inches in length. Dissection continued through scar, subcu fat, and recurrent hernia was entered. It was approximately 6 cm in diameter. Dissection through lateral edge of the hernia allowed us to identify the edge of gore-tex mesh. The underlying omentum was dissected from the gore-tex. With gentle retraction on the gore-tex, it was dissected from abdominal wall including protack tacks. We were able to extract 15 x 20 cm mildly contracted gore-tex mesh through infraumbilical incision. Size of fascial defect was 6 x 4 cm. Bard sepramesh was placed into the abdomen with self-expansion device. Fascia was closed in a transverse direction with figure-of-eight #1 surgipro stitches. Prior to final closure, the long trocar was placed through this port, and insufflation of co2 was initiated. Under guidance of laparoscopy, two 5-mm ports were placed in the left abdomen and one in the right abdomen. We used atraumatic graspers and bovie electrocautery to dissect round ligament from abdominal wall. Upon dissection, we found three more hernias, two 1 x 1 cm size and one big one was approximately 4 x 3 cm, contained preperitoneal fat. It was completely dissected from this fascial defect. Dissection continued superiorly to the level of xiphoid process. Mesh was pulled up, was lying nicely against the abdominal wall. Absorbatack was then used to secure mesh around the perimeter with 1-cm interval. Mesh was covering nicely the hernia closure site below umbilicus and the supraumbilical epigastric fascial defect. Insufflation of co2 was stopped. The 5-mm ports were removed. The wound was irrigated and closed with interrupted 3-0 vicryl stitches to dermis and running 4-0 vicryl stitches in subcuticular manner. All skin incisions were closed in 1-layer fashion with 4-0 vicryl stitches to the subcuticular layer. Dermabond was placed on top of all 4 incision sites. There were no apparent complications. I personally performed and supervised this procedure as dictated above.¿ 09/30/11: osu wexner medical center. Jeffrey r. Kneile, md. Pathology report. Accession #: s11-46808. Final pathological diagnosis: a. Mesh, removal: synthetic material with chronic inflammation and giant cell reaction, consistent with surgical mesh. Specimen received: gross only, foreign body/medical device, tissue submitted. Gross description: the specimen is received in only on properly labeled container with the patient¿s name and accession number. A. The specimen is designated ¿removed mesh¿ and consists of one portion of pink-yellow rubbery mesh that measures 15.0 x 12.0 x 0.3 cm. Rs1. 10/13/11: osu wexner medical center. Andrei manilchuk, md, facs. Office note. Hpi: pt here on friday rash on her lower body, pt received steroids and diflucan for yeast infection on chest. Pt. Was dehydrated. Presents to clinic 2 weeks following laparoscopic hernia repair and old gore-tex mesh excision. Incision: healing well, no drainage, no erythema, no hernia, no seroma, no swelling, no dehiscence, incision well approximated. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4) - product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent an unspecified hernia repair on an unknown date whereby an alleged gore device was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, pain, additional surgery. Additional event specific information was not provided.